Event description:
Nxstage cvvhd filters are coming out of packing with kinks in the tubing that don't allow the crrt to prime appropriately. It triggers "high balance chamber alarm." Patient code: 4580. Device code: 2976, 4040. Reference report: mw5176370.